Manufacturer narrative:
Original describe event or problem text: the customer reported that the product had a defective screw thread and leaking at the level of extension. Updated describe event or problem text: the customer reported that the product had a defective screw thread and leaking at the level of extension. Additional information provided by the dietitian coordinator on 30-sep-2019 states that they tested many tubings in their facilities, which were not defective. They contacted the patient, who indeed admitted that she does not think that the issue comes from the tubing. The customer stated this issue was reported in error.

Event description:
The customer reported that the product had a defective screw thread and leaking at the level of extension. Additional information provided by the dietitian coordinator on 30-sep-2019 states that they tested many tubings in their facilities, which were not defective. They contacted the patient, who indeed admitted that she does not think that the issue comes from the tubing. The customer stated this issue was reported in error.

Manufacturer narrative:
UDI # is not applicable as this device is not sold in the us. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product was leaking at the level of extension.